Event description:
It was reported that the pulse generator exhibited no output or telemetry. The patient passed out multiple times at home. The device was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator exhibited no output or telemetry and characteristics indicative of end of life (eol) due to a normally depleted battery. After battery replacement, the product code was downloaded and normal function ensued.